Event description:
Caller reported an alarm 2 followed by alarm 26, indicating an occlusion event that occurred earlier in the day. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by resuming insulin.